Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l5-s1 lumbar instability. The patient underwent following procedures: l5-s1 anterior diskectomy with instrumentation and fusion using bone morphogenic protein. As per operative notes,¿ diskectomy was performed out lateral to the foraminal portions of the disk space. Once this was done, plugs for 17-mm tapered cages were placed and their position confirmed with the fluoroscope. Anterior instrumentation and fusion was then performed using two tapered 17-mm cages. The cages were packed with bone morphogenic protein and allograft. More bone morphogenic protein and allograft were packed between the cages as well as lateral to the cages. The cages were placed under fluoroscopic guidance. After the cages were placed, bone was packed between and lateral to both cages. More bone was packed anterior to the cages and then covered with gelfoam soaked in thrombin.¿ no intra-operative complications were reported. (B)(6) 2005: patient was discharged from the facility.